Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.